Manufacturer narrative:
Date sent: 03/03/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips will not hold after placing. Another like device was used. There was no pt consequence.